Event description:
The complainant reported that a patient was on impella cp support. The impella was placed and flows initiated on auto and turned to p8 with flows of 3.5lpm. While removing peel away sheath and placing repo sheath, suction alarm occurred. Flows noted to be <1lpm. Attempted to turn down p level and back up with no improvement in flows or uncoupling of waveforms. Physician manipulated pump without resolution. Physician opted to replace impella due to low pump flow. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the impella cp has been completed. The device was returned for evaluation. Clinical details provided were sufficient to determine the root cause. The cause of the low pump flow issue was biomaterial ingestion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21093: e4 should have been left blank. G1 reporting contact email.